Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that received a no delivery alarm in the middle of a bolus delivery. Customer stated that rewinding and priming the insulin pump fixed the issue for a few days and then they received another no delivery alarm. Customer then resolved the no delivery alarm by changing the reservoir. Customer's blood glucose reading at the time of the incident was 180 mg/dl. Customer further mentioned that he experienced high blood glucose readings of over 500 mg/dl in the past and he treated with a bolus. Customer declined any further troubleshooting and no product is being returned.